Manufacturer narrative:
(B)(4).

Event description:
Further follow up received identified the patient underwent surgical intervention on (B)(6) 2016 where the physician revised the ipg placement in the pocket and made the pocket more superficial. Reportedly, device is working as intended.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to swelling and redness at the ipg site. X-rays revealed the ipg has migrated and tilted in the ipg pocket. In turn, the patient also experienced intermittent communication issue between the charger and the scs ipg. Surgical intervention will be taken at a later date address the issue.